Event description:
It was reported that the customer is in the hospital with high blood glucose over 600mg/dl, and he was having problems with the infusion sets. The father stated that every time his son pulled off the infusion set the cannula is bent. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery, off no power and low battery alarms. Performed the high pressure test and passed. The caller mentioned that the customer had three bent cannulas in the past week. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement test. Further testing could not be performed due to the prime anomaly. The device had a broken reservoir tube lip and scratched display window.